Event description:
It was reported that the patient presented to the emergency room for chest pain. Upon interrogation the right ventricular lead failed to capture and r-wave amplitude variation. The CT scan showed possible perforation. The lead was repositioned successfully. The patient was in stable condition.